Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer exchanged the lamp and the light was shown after plugging in the scope however; the customer was not using an olympus brand lamps. Tac advised the customer to purchase an olympus branded lamps to avoid the same issue in the future. Tac provided the customer with an maj-1817-part number and offered to transfer the call to customer service but the customer declined. A follow up was made and the customer mentioned that the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported the evis exera iii xenon light source starts to click and shuts down. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was resolved through troubleshooting. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.